Event description:
It was reported that the patient underwent a posterior spinal surgical procedure at t7-s1 to treat degenerative disease. It was reported that sometime post-op the s1 screw was loosening. The patient reported having lower back pain. The patient underwent a revision surgery. The fixation level was extended. Bone fusion was not complete. Pseudoarthrosis was reported at l5-s1. The s1 screws were removed and replaced with iliac screws.

Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.